Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the moderately tortuous, 70% stenosed mid left anterior descending artery (lad). The lesion was not pre-dilated. The physician placed a taxus express2 8.8% 2.75 x 12 mm drug eluting stent in the mid lad. The stent was deployed at 9 atms and deflated fine. Upon withdrawal, the balloon stuck to the stent. The physician tried inflating and deflating again without success. The physician pulled the balloon free, however, this caused the guide catheter to be sucked down the vessel. No damage was done to the vessel. No pt complications were reported. The pt's condition is reported as good.